Event description:
The arthroplasty was revised due to acetabular loosening. The components were implanted in situ for ~2.5 years. The acetabular shell, acetabular liner, femoral head components were revised. The patient presented with a ucla score of 3 three months prior to revision surgery and a maximum score of 6.medical records and x-rays were not provided for review due to institutional irb and hipaa regulations.

Manufacturer narrative:
It was noted that the device and medical records would not be provided due to hospital policy. Should additional information become available, it will be provided in the supplemental report.

Manufacturer narrative:
The patient is (B)(6) tall. Device history review indicates there have been no reported discrepancies for the referenced lot. Complaint history review indicates there have been no other events for the reported lot. The exact cause of the event could not be determined because further information such as medical records, x-rays, and an analysis of the explanted devices are needed to complete the investigation for determining the root cause. The event was not confirmed.

Event description:
The arthroplasty was revised due to acetabular loosening. The components were implanted in situ for ~2.5 years. The acetabular shell, acetabular liner, femoral head components were revised. The patient presented with a ucla score of 3 three months prior to revision surgery and a maximum score of 6. Medical records and x-rays were not provided for review due to institutional irb and (B)(6) regulations.